Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no damage or obvious defects were observed. A full integrity and pressure leak test was performed and leakage was detected below the infusion chamber of the cassette. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate. The root cause of the leak is related to an insufficient weld during the manufacturing process. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked during priming. The cassette was replaced and the procedure was completed. There was no harm to the patient. The reporter has declined consent to follow-up. The product sample has been requested for evaluation.